Event description:
Ventilator humidifier showed low temperature. Within 1-2 mins of resetting alarm, smoke noticed coming from the humidifier. The pt circuit wire had burned through. There was not a pt injury.